Event description:
Please see the following related MFR report: MFR 3010617000-2022-00331 for the start-up kit (lot #unknown).

Event description:
During ivtm therapy, the customer reported that liquid was leaking under the thermogard ivtm system (sn: (B)(6)) and also the start-up kit (lot #unknown) was leaking. The thermogard ivtm system did not generate an alarm or displayed any error message. Another thermogard ivtm system to continue, a new suk and completed the treatment. Patient death was reported.

Manufacturer narrative:
Correction: b5- describe event or problem. Following the medical safety assessment, zoll concluded that the death was not related to the start-up kit or ivtm therapy, but rather to the patient's clinical condition. MFR 3010617000-2022-00331 for the start-up kit (lot #unknown) was recalled and is no longer applicable. Therefore, submitting this supplemental MDR for thermogard console as a correction to remove the start-up kit MFR# referenced in b5.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Ivtm therapy was completed. Usually critically ill patients receive ivtm therapy and mortality rate is high. Additional information is requested. It is likely that outcome death related to the patient's clinical condition and not to ivtm therapy. Event of death was serious because it met criteria for seriousness (death). Death was not related to zoll device.

Event description:
During ivtm therapy, the customer reported that liquid was leaking under the thermogard ivtm system (sn: (B)(4)) and also the start-up kit (lot #: unknown) was leaking. The thermogard ivtm system did not generate an alarm or displayed any error message. Another thermogard ivtm system to continue and completed the treatment. Patient death was reported.